Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine machine checks that the cardiosave intra aortic balloon pump (iabp) had power cord issue. No patients were involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) inspected the unit and replaced the ac power cord reel. The unit passed all factory-specified performance and safety tests. The unit was returned to the customer and is ready for clinical use.

Event description:
N/a